Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient (patient is minor/mother providing info) reported their dentist said they need to stop using the aligners. Their back teeth do not touch and it is hard for them to chew properly. They have an open bite and an over bite per their dentist/orthodontist. Patient provided notes from office visit. Per office visit note - pt has anterior open bite, ur4 in buccal x-bite, and upper posterior teeth are tipped out causing occlusion to not settle. Discussed with patient and mom that in order to settle the bite and correct the tipping it would require more time in treatment. Pt would need approx 12 months of aligner or metal bracket treatment. Recommended essix/clear aligners.